Manufacturer narrative:
The device was said to have been in use in the procedure reported in 8010047-2011-00208. Olympus followed up with the user facility via telephone, in writing, and a site visit to gather add'l info regarding this event, please reference MFR# 8010047-2011-00208 and (B)(4) for further info. The device referenced in this report was not returned for eval, however on (B)(4) 2011 a gif-1tq160, with (B)(4) was returned for eval. The user facility has been contacted to determine if this is the correct device, however no info has yet been provided. The returned device will be evaluated and this report will be updated within 30 days. This report is being submitted as medical device report in an abundance of caution.

Event description:
Olympus was informed that two pts had reportedly diagnosed with an air embolism following an endoscopic retrograde cholangiopancreatography (ercp) procedure within the space of one month. There was reportedly no perforation associated with either event per the reporter. One pt reportedly suffered a neurological injury, and was not expected to survive. The second pt was said to have "woken up" and walked out of the user facility, but it was unclear if there was any pt injury.